Event description:
The customer reported the system displayed an error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and deleted old pt data, and reseated connectors and circuit boards. The system operates as intended.